Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 500 (mg/dl) for 2 days. Reportedly, customer believes that being exposed to heat for an hour may have affected their insulin. Customer also reported that they are coming out of the "honeymoon" stage of diabetes which may have also affected their bg levels. Customer changed pump cartridge, administered boluses, and administered insulin pen injections to treat bg levels. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.